Event description:
Reporter states that husband received a reading of 300mg/dl and felt weak with a headache. She took him to the hospital approximately 90 minutes later and the hospital device tested him at 104 mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.